Event description:
Customer alleged blood glucose results of 213 mg/dl (obtained with test strip lot, unk lot number, system 1) and 55 mg/dl (obtained with test strip lot, unk lot number, system 2) when tests were performed back-to-back on the advantage system. Customer reported low blood sugar symptoms and self treated. He states he felt better in 10-15 minutes, did not test again, and went to bed. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device, however strips are not available for return. Replacement product was sent.

Manufacturer narrative:
This medwatch is being submitted for advantage system 2. Reference medwatch with a1 pt for suspect device in advantage system 1.